Event description:
It was reported that when a device was used during an unknown procedure, a piece of the gasket tore and fell into patient. Piece was retrieved. Another device was used to complete the case. There were no patient consequences.